Event description:
Customer's family member reported that customer being hospitalized due to dka as per md. Customer had nausea, ketones and they were vomiting and dehydrated. Suggested customer to take correction injections as per md. Customer reported having missing segment on pump's display screen. Troubleshooting performed. Analysis of returned device confirmed that pump had missing segment due to open heat bond of zebra connector.